Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring would not retract immediately upon opening sterile packaging for the vv6 pro kit. No pieces fell off. Kit was not used for harvesting. A new kit was opened to perform the procedure. No harm to the patient. No delay.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring would not retract immediately upon opening sterile packaging for the vv6 pro kit. The c-ring was not able to be retracted due to the small tubing being stuck. The metal part of the c-ring mechanism worked fine. The tubing on the opposite side that allows saline to be used to clear the camera was actually not able to be retracted. It was in that initial retraction process that the tubing was bent. Pa could not force it to be unstuck even with manually trying to force it to become loose with and without using the c-ring mechanism on the handle. No pieces fell off in patient/no harm to the patient due to it was never used on the patient and a new vasoview 6 pro was opened to perform the procedure. No procedural delay.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 09/29/2022. Signs of clinical use and no evidence of blood were observed on the device. The bisector electrodes and c-ring were observed to be intact with no visual defects. The clear plastic c-ring tubing was observed to be bent. A mechanical evaluation was conducted. The c-ring was unable to be retracted using the c-ring slider due to the bent c-ring. Based on the returned condition of the device, the reported failure "mechanical problem", as well as the analyzed failure "material twisted/bent; c-ring", was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.